Event description:
The customer's mother reported on (B)(6) 2015 her son's blood glucose, carbohydrate intake and insulin history. The pod was deactivated she noticed the cannula was bent.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. No product lot number was reported therefore no qualification records were reviewed.